Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on a laparoscopic gastric bypass, there were poor staple formation. To complete the case, the surgeon over sewed. It was noted that there was also a post operative bleeding and blood transfusion as well as extended hospitalization was done to resolve the issue.